Event description:
The doctor reported that the abutment was loose in the mouth. That is why it was removed. The doctor saw the piece of the abutment that broke around the implant and it was evacuated. It was reported that the patient is frustrated that implant will have to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: iios4511, do not use -certainâ® prevailâ® implant 4/5/4 x 11.5mm, lot# unknown. One unknown biomet abutment was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU), risks files and other available information. The product was not returned. The reported event was confirmed following picture evaluation. Based on the evaluation, device malfunction has occurred for the abutment. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when they left zimvie. DHR review could not be performed since the lot number was unknown. Complaint history could not be reviewed for the unknown biomet abutment since the lot/item number was unknown. Functional testing could not be performed since the device was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the probable cause for the reported event is placement of device in patient with patient factors incompatible with long-term osseo-integration of implant (occlusal/off axis loading) or inadequate treatment planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.